Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was water damaged from ceiling leak. A field service engineer confirmed that the unit had an approved insurance claim related to water damage. The field service engineer confirmed that the unit will be replaced and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had water damage due to a ceiling leak. However, there were no delays or adverse events or injuries reported based on this event.